Event description:
It was reported that an roi-c cage fractured while being malleted into the disc space intra-operatively. The cage and fractured piece were recovered and a new cage was installed, leading to a delay of 10 minutes. There were no patient impacts.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the cage was fractured. Root cause: a definitive root cause cannot be determined with the information provided. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical's control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that an roi-c cage fractured while being malleted into the disc space intra-operatively. The cage and fractured piece were recovered and a new cage was installed, leading to a delay of 10 minutes. There were no patient impacts.